Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found insulation degradation at 4.5 cm from the connector pin. The insulation was abraded from 8.3 cm to 9. A 2 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the lead exhibited oversensing. The lead was explanted and replaced.